Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization cds processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. This issue is addressed in the instructions for use (IFU): ¿the instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope and related reprocessing accessories describes how to prevent for the suggested events. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object came out of nozzle. There were no reports of patient involvement.